Manufacturer narrative:
Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Unit was received with cracked case at display window corners and belt clip slot. Unit was received with minor scratched lcd window. No traces of insulin at the reservoir tube noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was causing her to overdose. Customer's blood glucose level was 31 mg/dl. The customer treated her blood glucose level with food. The insulin pump was over delivering. The reservoir leaked. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no traces of moisture were found at the electronic or motor assemblies per our visual inspection. The insulin pump passed the displacement accuracy test.